Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, lot# n173704015, implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back syndrome ¿ other. The pump contained an unknown brand of morphine [20 mg/ml] at a dose of 4.499 mg/day. It was reported there was a suspected inflammatory mass. The representative stated that the patient said he had some imaging done wh ich showed he had a granuloma at the site of the catheter tip. The event started last year (2016) per the patient. The representative stated the patient was being referred to a health care facility for the next steps. No further patient complications were reported.

Manufacturer narrative:
Product ID 8709sc lot# n173704015 serial# implanted: (B)(6)2008 explanted:(B)(6)2019 product type catheter. Updated to reflect the report of a device replacement occurring on (B)(6)2019: updated to reflect the information received on (B)(6)2019: updated to reflect the device replacement date as reported on (B)(6)2019: updated to reflect additional report sources received on (B)(6)2019 (B)(4). (B)(6)2019 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(4) 2019. It was reported that the patient's pump was replaced because they developed a granuloma along the catheter. The patient was having an MRI following the device replacement. No further complications were reported.